Event description:
The customer stated that she performed back to back blood glucose tests and rec'd readings that were 100 points differenet. While actual values were not provided, the difference between the readings could falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer did not have any test strips left that gave the erractic readings. The meter will be returned for evaluation, and a replacement meter will be sent.